Manufacturer narrative:
Device received with detached end cap, cracked reservoir tube lip, cracked case from display window corner, cracked case, missing end cap sticker and address/serial label missing. Unable to perform displacement test due to detached end cap. The test infusion set and reservoir does lock into place. A visual inspection shows no tube lip broken off or missing from device.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.¿ however; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the retainer ring was cracked. Customer reported that the reservoir was not able to locking in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.